Event description:
In 2002, the hospital epidemiology and infection control dept received a report from a pulmonary physician of three unexpected cases of pseudomonas pneumonia. Two of these pts have died. The report of the unexpected infections prompted a formal epidemiological investigation. The investigation has revealed a higher than expected rate of culture isolates of pseudomonas in pts undergoing bronchoalveolar lavage ("bal") in the last half of 2001. The bronchoscopes used were manufactured by olympus america, inc, which has ordered a national recall of the instruments based on a report of bronchoscope contamination at another institution. Their preliminary investigation also has revealed add'l unexpected pseudomonas infections which they believe are related to the defective bronchoscopes.